Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00103 on 19-mar-2024. Additional information (27-mar-2024): in addition to the service actions documented in the initial MDR the siemens customer service engineer (cse) replaced the reagent 1 (r1) transducer and r1 metering syringe. A system quick check and quality control (qc¿s) were performed which recovered within ranges. The cause of the event is unknown. The component code in section h6 was updated to reflect the additional information. MDR 2517506-2024-00102 and the associated supplemental report were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00103 on 19-mar-2024 and the first supplemental MDR 2517506-2024-00103_s1 on 28-mar-2024. Additional information (12-apr-2024): siemens further evaluated the event and concluded that the malfunctioned clot check board potentially contributed to the event. The component and investigation conclusion codes in section h6 were updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required. MDR 2517506-2024-00102 and the associated supplemental reports were filed for the same event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated enzymatic carbonate (eco2) results were obtained on 7 patient samples and falsely depressed cardiac troponin I (tni) results were obtained on 6 patient samples on a dimension exl with lm instrument. The customer indicated that quality controls (qc) were within lab ranges prior to processing the patient samples. A siemens customer service engineer (cse) was at the customer's site on the day before the erroneous results were obtained and performed cuvette alignments. On subsequent visits, the cse verified the probe alignments and performed titration tests on all syringes, which were found to be acceptable. The cse performed a pxqc, which indicated a photometer belt issue. The cse replaced the photometer belt, sample pump panel, sample arm, sample cable conduit, vacuum pump and the waste tubing. Then, the cse adjusted the alignments, replaced reagent 2 tubing and the leaking clot check board, greased the warm gear, and ran system check, which recovered acceptably. The cause of the event is unknown. MDR 2517506-2024-00102 was filed for the same event.

Event description:
The customer reported falsely elevated enzymatic carbonate (eco2) results were obtained on 7 patient samples and falsely depressed cardiac troponin I (tni) results were obtained on 6 patient samples on a dimension exl with lm instrument from 21-feb-2024 through 22-feb-2024. The erroneous results were reported to the physician(s). The samples were repeated on an alternate dimension exl with lm instrument. With the exception of the tni results for the samples identified as (B)(6) and (B)(6), the repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00103 on 19-mar-2024, the first supplemental MDR 2517506-2024-00103_s1 on 28-mar-2024 and the second supplemental MDR 2517506-2024-00103_s2 on 23-apr-2024. Additional information (02-may-2024): siemens further evaluated the event and concluded that the malfunctioned clot check board for the sample handler or the r1 transducer and syringe potentially contributed to the event. The analyzer is performing within specifications. No further evaluation of this analyzer is required. MDR 2517506-2024-00102 and the associated supplemental reports were filed for the same event.